Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the sealing ring of the right atrial lead had detached and was inside the header of the old pacemaker. The physician placed the sealing back on the lead and inserted the lead into the new pacemaker. The patient was stable.